Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead; lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient noted no stimulation sensation. The patient was experiencing a loss of therapeutic effect. It was noted that the stim stopped last night and the patient had a return of symptoms. The trial was done to help bladder incontinence. The patient saw a green light blinking and she had tried turning stim up to 10 but she felt nothing. The patient had tried switching sides this morning as well and turning it up and again, felt nothing. The patient confirmed the plug was facing up when plugged into screener box. The patient was expecting a call from the manufacturer's representative. The patient had already spoke to hcp (health care provider) last night and she thought it could only be the battery or the wire itself. Additional information received noted that regarding any device issues seen, it was noted: lead migrations. Regarding actions which were needed, it was noted: switched sides. Regarding if the patient would go onto implant, it was noted: they didn't know yet. If additional information is received, a follow up report will be sent.